Event description:
New information received notes that both atrial and ventricular leads were explanted and replaced due to noise. The patient was discharged. Related manufacturer reference number: 2938836-2019-16375.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the lead during a follow up at clinic. Lead explant and replacement was planned. The patient was stable.